Manufacturer narrative:
Device evaluation: an evaluation was performed through trend analysis and testing of the subject device. Analysis confirmed that the bronchoscope met specifications and was working as intended. The investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that at the end of the procedure, the physician noticed a tear on the right side of the trachea at the distal end. The patient was sent to another department to have a stent placed to treat the tear. No device malfunction was reported.